Event description:
It was reported that during implant, upon positioning the lead, the physician felt resistance and observed clear shavings when slitting the steerable catheter. A new lead and catheter were used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
A complete slit cps catheter with its stop-cock was returned for analysis. The damage found was sustained during the surgical procedure. No other anomalies were noted.